Event description:
It was reported the patient experienced stimulation. Current impedance measurements were normal. No additional symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.